Manufacturer narrative:
Carestream will provide a follow up report once the CAPA is completed and root cause of this issue is known.

Event description:
Customer site alleges that the tube and yoke assembly separated but did not detach. There were no injuries associated with this incident.

Manufacturer narrative:
Carestream's investigation found that standard work was not followed during the manufacturing process and that lead to the four screws not being installed. In addition, there is no process step to verify that these screws are installed. To date, carestream has found only a single system where this failure has occurred, there was no resulting injury. Carestream has initiated a correction which will consist of inspecting all affected devices in the installed base to verify that the screws are installed. If they are not installed, they will be added. This correction was reported to the FDA on 09-may-2017 via a report of corrections and removals.

Event description:
Customer site alleges that the tube and yoke assembly separated but did not detach. There was no injury.